Event description:
Respiratory therapist observed ventilator alarming and autocycling. Alarm panel read severe occlusion. Patient suctioned and placed back on ventilator. Tech noted water in bacterial filter. Patient removed from ventilator and placed on another ventilator. Filter removed and water drained from the ventilator through the inhalation port and from the filter on the outer right side of the machine. Noticed the container on the heater was full and the bag of water was empty. Water from the bag was continuously being sucked into the ventilator. Ventilator taken out of service and reported to bio-med dept.